Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump alarmed during the prime test due to a faulty force sensor. The pump also had a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, and scratched reservoir tube window.

Event description:
It was reported that the insulin pump alarmed an error and that insulin was "squirting" out during the priming process. The blood glucose reading was 6.5 mmol/l. Advised return of the insulin pump for analysis. The customer was unable to leave the prime/fill screen. Nothing further reported.